Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic after receiving a patient notifier, the device was found in backup vvi mode due to a chip reset. Error messages were noted for each failed attempt at downloading software. Device replacement was recommended. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported backup vvi.

Event description:
New information received states the device was explanted and replaced. No further information is available.